Manufacturer narrative:
Under european law and the data protection act, pt info is considered confidential and will not be released by the hosp.

Event description:
Customer reported nibp cuff remained inflated for a period of time. As a result, pt's arm reportedly became swollen. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.